Manufacturer narrative:
Citation: stachniak, jb, et al. "Analysis of prevertebral soft-tissue swelling and dysphagia in multilevel anterior cervical discectomy and fusion with recombinant human bone morphogenetic protein-2 in patients at risk for pseudarthrosis." J neurosurgery: spine dec 2010. Doi: 10.3171/2010.9.spine09828. Peek spacers and titanium plates - therapy dates unk. (B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Post-operative complications were reported in retrospective study of 30 patients who underwent multilevel anterior cervical discectomies and fusions (acdfs) using polyetheretherketone (peek) spacers with recombinant human bone morphogenetic protein-2 (rhbmp-2) impregnated type I collagen sponge and titanium plates between (B)(6) 2006 and (B)(6) 2008. All patients received between 0.4ml (or 0.6mg) of rhbmp-2 per level. Fusion and soft tissue swelling was evaluated post-operatively. Each patient underwent cervical spine radiographs and CT scan post-op. Twenty eight patients experienced arm pain post op day one. There was progressive improvement over time. At six month follow-up, twenty patients had arm pain.

Event description:
Post-operative complications were reported in retrospective study of 30 patients who underwent multilevel anterior cervical discectomies and fusions (acdfs) using polyetheretherketone (peek) spacers with recombinant human bone morphogenetic protein-2 (rhbmp-2) impregnated type I collagen sponge and titanium plates between (B)(6) 2006 and (B)(6) 2008. All patients received between 0.4ml (or 0.6mg) of rhbmp-2 per level. Fusion and soft tissue swelling was evaluated post-operatively. Each patient underwent cervical spine radiographs and CT scan post-op. Twenty eight patients experienced arm pain post op day one. There was progressive improvement over time. At six follow-up twenty patients had arm pain.